Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that antibiotic treatment was stopped and that the patient recovered from the peritonitis on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with reflin 1 gram (route, frequency, and duration not reported) and tobramycin 1 gram (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies were not reported. At the time of this report, the patient is recovering. No additional information is available.